Event description:
The pt reported the infusion device shut down and turned back on without warning on (B)(6) 2010. The pt stated the infusion device and the battery were hot. The pt inserted a new battery and after 1-2 days of use, e2 (battery depleted) error was displayed. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.